Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon.the target lesion being treated was located in the mid right coronary artery (rca). Coronary angiogram revealed the lesion to be 85% stenosed with moderate calcification. Predilation was performed with a 2.0x15mm balloon. As the physician inserted the 4.0x24mm taxus liberte stent, he noticed the stent moved on the delivery system. The physician removed the delivery system and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the midshaft was broken approximately 30.5cm distal from the catheter's strain relief. The break site had a jagged edge. The midshaft was also stretched and kinked throughout. The outer lumen was kinked from the port area to 5mm distal to port. The stent had moved on the balloon so the stents distal edge was 4mm distal to the distal markerband. The stent had proximal stent damage with strut rows 1 to 3 being misaligned. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The target lesion being treated was located in the mid right coronary artery (rca). Coronary angiogram revealed the lesion to be 85% stenosed with moderate calcification. Predilation was performed with a 2.0x15mm balloon. As the physician inserted the 4.0x24mm taxus liberte stent, he noticed the stent moved on the delivery system. The physician removed the delivery system and completed the procedure with another of the same device. No patient complications were reported and the patient¿s status is stable.